Event description:
It was reported during an unrelated perfusion that the device had previously exhibited persistent message code 390 (low hepatic artery flow). During the event, troubleshooting was performed. However, the low arterial flow alarms persisted on the gui (graphical user interface). The users were not concerned about actual hepatic artery perfusion to the liver as flow was clinically confirmed. The users were concerned about the repeated occurrence of low flow readings displayed on the gui despite confirmed adequate flow to the liver. The liver was successfully transplanted.

Manufacturer narrative:
Perfusion data from the device was reviewed and the reported event could not be confirmed. No message code 390 (low hepatic artery flow) was noted in the data. The device was serviced at the customer site and the device passed all applicable testing. The flow sensor demonstrated proper function and no offsets were noted.